Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient receiving 15 mg/ml morphine at a dose of 2.6 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had a lack of pain relief and a differential in the actual vs expected refill volume. As troubleshooting, a catheter dye study and (B)(6) study was done. The dye study was done on (B)(6) 2017. The catheter could not be aspirated but the managing doctor determined it was safe to inject dye to determine where the issue was with the catheter. It was difficult to inject dye initially, but then injected with ease and catheter flushed easily afterwards. So it appeared that whatever occlusion may have been present was flushed via injection into the catheter. Patient reported pain relief upon receiving the bolus of medication from he catheter. (B)(6) study was performed and there was no issue. Catheter was primed and patient was doing well. The issue was resolved at the time of this report. Additional information was received from a manufacturer's representative (rep) on 2017-jan-25. It was reported that the patient initially reported the event to the rep. The patient could not give a date regarding when the refill volume discrepancy began. The dye study was the intervention that was performed.